Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer stated that the pt required permanent place right femoral catheter, the channeling is done with a guide, tunneling was done in the anterior right leg without complications, dilation easy by passing the catheter through the interior of the sleeve. The outflow of blood shown was an amount not expected which caused the catheter to rupture. The catheter was clamped at the proximal and distal portion. Add'l info received stated that the catheter broke in half.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.